Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Analysis of the lead (lot#: va017am) revealed that the conductor(s) was/were broken in the body of the lead at or near the tines. Continuation of d10: product ID 3093-28 lot# va017am serial# implanted: (B)(6) 2012 explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said the device is not working properly as the device is not helping the patient's symptoms and they are going through 10 pads a day. Hcp told the patient to get in touch w/ a mdt rep. Patient said the rep called them and was to call the patient back 3 weeks ago offered to help patient, agent did not ask about the circumstances that led to the reported issue. Notifying field staff of situation or request. Additional information was received from the manufacture representative. They reported the device was at eos with normal battery depletion and abnormal lead impedance @ lead 1.